Event description:
The pt presented to a and e with leg pain about 2-3 weeks ago, after having the original operation done. They further reported that upon x-raying the pt they found that the nail had fractured at the junction of the femoral lag screw, and during 3-4 hours of surgery they managed to remove the prox end of the nail and the lag screw but were unable to remove the distal part from the femoral canal. Finally the customer stated that as the fracture was still not united they would have to take the pt back into theatre to remove the rest of the nail and redo the surgery.